Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed after they replaced the batteries. The customer observed the low battery icon, but no error messages. The meter is exhibiting signs of the memory overwrite malfunction. There is no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow up report will be submittedi f the meter is recieved. Customers and retailers have been informed.